Event description:
It was reported that the insulin gauge displayed a different amount than expected, leading to a discrepancy in the fill estimate on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support to reload the same cartridge, and subsequently fill and load a new cartridge. Despite these actions, the issue persisted, prompting technical support to replace the pump and the affected cartridges. Customer will continue to use the pump for insulin therapy until the replacement is received.